Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4; b5; d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified the rod had fractured at the tip of the device. There are wear marks on the shaft of the device and there is damage to the shaft below the fracture site. The complaint is confirmed based on the returned device. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a frame pin instrument broke on the cup inserter while preparing for the case. There was no patient involvement. Attempts have been made and no further information is available.